Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported aa35 and motor error alarms from the insulin pump. The customer stated that the significant event leading up to the alarm was an MRI exam. The customer reported to be unable to complete the rewind sequence on the insulin pump. The customer's blood glucose value was unknown. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.